Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump¿s history and trace files downloaded successfully using thump software. Pump passed self test however, pump error 43 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 43 alarms. Pump error 43 confirmed in the pump history/trace files on 03/06/2024 at 00:00:04.000, 00:41:05.000, and at 00:44:04.000. No pump error 41 alarms noted in the pump history/trace files. Pump error 41 was cut open to perform visual inspection and corrosion damage was found on the motor home switch. The motor was tested outside of the device on the ngp stb3 and received pump error 43 at rewind. The sc1 cap locks properly into place. The following were noted during visual inspection: scratched case. Alleged pump error 41 alarms not confirmed in the pump history/trace files. However, alleged pump error 43 alarms confirmed during rewind and in the pump history/trace files due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 and pump error 41. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and found that issue was possibly caused by a site issue as error did not recur after rewinding pump and completing rewind/prime process again with same set. Self test was passed. Mmt-1885 was returned for analysis.